Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display. No audio/beep anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display went blank immediately after pump exposure to moisture. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the insulin pump was vibrating without an alarm and constant tone was occurring. The insulin pump will be returned for analysis.